Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection occurred at the access site. Subsequently, a stent was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lot number of the delivery catheter system (dcs) was received and has been added to this report. If information is provided in the future, a supplemental report will be issued.